Event description:
Sales rep reported that the surgeon experienced difficulty sliding the knot with a total of seven of our fast-fix devices. He was using and always uses the arthrex knot pusher without any difficulty. He used a scissor punch to remove the sutures then did an inside-out repair using another product. The t's were all deployed behind the meniscus. The knot would not slide and either broke or was cut with a punch. It was confirmed that the surgeon attempted an ipsilateral approach to the red/white area of the medial tear. Once the device failed, an inside out technique was used with a "zone specific" device in order to complete the repair. A regular arthrex knot pusher was being used, not our kpsc. The t's were placed 3-5mm apart.

Manufacturer narrative:
No product is being returned for eval.